Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal delaminated after folding and inserting the seal into the delivery device. There was no patient contact with the device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The heartstring iii device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. The delivery device was returned outside of the leading device. The tension spring assembly, seal the anchor tab were inside of the delivery tube. The seal was loaded into the delivery tube; however, the seal had flared wider than the diameter of the delivery tube. The seal was cracked along the first and second rows from the outer edge. The green slide lock and the white plunger were not depressed on the delivery device. Based upon the evaluation results, the reported complaint was confirmed for failure to load and cracked seal. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).